Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 12/13/2017 was sent in error.

Event description:
The customer alleges the consultant found the PICC guidewire would not advance through the PICC catheter. Both the guidewire and catheter were flushed before procedure. The PICC was removed and another was inserted.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the consultant found the PICC guidewire would not advance through the PICC catheter. Both the guidewire and catheter were flushed before procedure. The PICC was removed and another was inserted.